Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed, fibers from dialyzer appeared clustered together and blood was going through half of the dialyzer. Test strips were used and they tested negative. Estimated blood loss was 150cc's. Sample is not available; sample was discarded.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.